Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of -8.00 diopter into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault. A shorter lens was later implanted and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, in the patient's left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.